Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The patient's blood glucose levels rose to 19 mmol/l (342 mg/dl) and felt pain while wearing the pod. The patient removed the pod and noticed the cannula appeared bent. The site (arm) appeared swollen and felt hot. The patient went to the pharmacy and was prescribed flucloxacillin antibiotics (1 tablet (100 mg) 4 times a day for 7 days) for treatment. The site worsened and the patient went to the out of hours doctors at the borders general hospital and was prescribed flucloxacillin antibiotics (2 tablets (200 mg) 4 times a day for 7 days) for treatment. The pod was discarded and a new pod was successfully applied.